Manufacturer narrative:
Concomitant medical products: cmrm6122int envelope, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and was explanted and replaced with a new rv lead and an absorbable envelope. Approximately two weeks later, the patient experienced skin redness around the incision site and an infection was reported. One of the patient's physicians noted that it may not be an infection, but instead it may have been a reaction to the absorbable envelope as the patient is suffering from a chronic condition. However, the patient did have a previous absorbable envelope implanted with no reaction. The implantable pulse generator (ipg) system with an absorbable envelope was explanted and will be replaced on a later date. No further patient complications have been reported as a result of this event.